Manufacturer narrative:
The MFR has received the sample and will be evaluated. A chr review is not possible, as not manufacturing lot number has been provided by the complainant.

Event description:
Unable to deflate the internal bolster during percutaneous removal. The device was removed endoscopically. The indwelling period was unk.